Event description:
Final angiogram noted that the proximal graft material of the zenith main body graft had landed very close to the left renal artery. As a preventative measure, to ensure future patency of the left renal artery, the vessel was selected and successfully stented. Completion angiogram performed observed good flow through the renal arteries. No endoleaks were noted at the conclusion of the procedure.